Manufacturer narrative:
The pump was received with an intermittent button response due to moisture on the keypad traces. There was no button error alarm during testing. The pump was received with a normal operating current and there was no unexpected failed battery test noted. It was noted that there was no moisture damage found on the electronics, motor, battery tube, and vibrator. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may have gotten wet in the rain. Customer received a button error alarm and a failed battery test alarm. Customer stated that the pump was exposed to pouring rain. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he did not have his back-up plan with him but he will call his doctor.